Event description:
It was reported that a patient has an allergy with an inflammatory reaction to the material placed in the knee in (B)(6) 2021. No further information were provided. 27-jan-2022 update: further information were provided that no additional surgery will be performed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.